Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unknown mentor gel breast implant and experienced postoperative bilateral capsular contracture, baker grade unknown. Patient reported capsular contracture with a lot of excruciating pain all around her implant and traveling up under her arm. She experienced pain with pressure on top of her chest. She reported always been in pain; there is tenderness on the right, and pain on her left side is starting to be debilitating and affecting her life. Patient has experienced this immediately after surgery. She has consulted a medical professional but did not indicate a diagnosis. She additionally noted that the pain and discomfort has never gone away and it¿s getting worse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.